Event description:
During a left hemicolectomy procedure, the circular stapler did not fire; neither staples nor the knife functioned. The crunch was not heard. There was no reported pt consequence. Procedure was finished using a competitive device.